Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review the right ventricular lead exhibited high out of range high voltage lead impedance. It was suspected that this could be due to the patient physiology such as dry pocket or scar tissue developing around the device. The rv to svc vector was stable whereas the other two vectors involving the can were found to be increased. In clinic visit to test the impedance and dft testing was discussed. No further information was reported.